Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr confirmed the customer's reported issue and identified that a pressure transducer has drifted high. The fsr replaced the main board in order to resolve the customer's reported issue. The device was recalibrated, and the user verification tests and operational verification procedure was performed and the device passed to manufacturer specifications.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.